Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: a review of the black box showed the data form the date of the complaint to be overwritten, and unexplained power on reset events. The battery cap was undamaged and was unable to fit to maintain the electrical connection. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The power complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.